Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to contact support if the malfunction recurred. No further issues were reported after the reset.